Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event after announcing a meal and subsequently reaching a glucose level of 40 mg/dl, with review indicating that meal announcements were not performed properly; the device issued low and urgent low alerts, and the user self-treated with oral carbohydrate (syrup). Symptoms included tremors, sweating, and an inability to work during the episode. Outcomes included transient functional limitation without medical intervention or hospitalization. Investigation included review of available device data and user report, as well as troubleshooting and education regarding proper meal announcement. Investigation of this case revealed no device malfunction and suggested user technique/use error related to meal announcement as a potential contributor, with the specific cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.